Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, guide wire coating was missing. The 70% stenosed lesion was located in the non-calcified and non-tortuous anterior descending coronary artery. The physician advanced the pt2 guide wire to "channel" the target vessel. Next, attempts were made to advance a 2.0 x 20 mm maverick balloon catheter over the wire, however, resistance was encountered and the maverick would not advance. The maverick was removed and attempts were made to advance another 2.0 x 20mm maverick balloon catheter over the pt2 guide wire, however, resistance was encountered. The physician removed the pt2 guide wire and noted that a segment of the guide wire was not covered with hydrophilic coating. Another pt2 guide wire was advanced and the same 2.0 x 20mm maverick balloon catheter was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned device revealed that the distal end of the device was properly coated and the coating was intact. Hydration of the hydrophilic coating revealed the presence of ice coating. Microscopic analysis of the poly revealed that it was shiny. The outside diameter of the device was measured at three locations and was found to be within specifications. No other anomalies or defects were noted that could have contributed to this event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B) (4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, guide wire coating was missing. The 70% stenosed lesion was located in the non-calcified and non-tortuous anterior descending coronary artery. The physician advanced the pt2 guide wire to ¿channel¿ the target vessel. Next, attempts were made to advance a 2.0 x 20 mm maverick balloon catheter over the wire, however, resistance was encountered and the maverick would not advance. The maverick was removed and attempts were made to advance another 2.0 x 20mm maverick balloon catheter over the pt2 guide wire, however, resistance was encountered. The physician removed the pt2 guide wire and noted that a segment of the guide wire was not covered with hydrophilic coating. Another pt2 guide wire was advanced and the same 2.0 x 20mm maverick balloon catheter was used to successfully complete the procedure. No patient complications were noted and the patient¿s status was reported as ¿stable¿.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).